Event description:
It was reported that approximately in (B)(6 )2012 the "patient's stimulation died" completely and the patient was in pain. In july, the patient's lead started heating and it was painful to touch the surrounding area. There was no known accident or incident related to this event, but the patient had started walking about a quarter of a block. The patient was also charging more than expected. It was noted that the physician had decreased the patient's medication and increased the patient's stimulation settings. The patient had no stimulation sensation unless he was lying on their back, without a pillow. It was reported that the patient felt stimulation in their lungs and chest area. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the cause of the event was unknown. At a reprogramming session, on (B)(6) 2012, the amplitude was increased and impedances proved within range. It was noted that the patient left the office with good pain relief. There was no hospitalization due to the event and that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).